Event description:
On (B)(6) 2007, I underwent a right total hip arthroplasty procedure. I received a johnson and johnson stem, depuy size 36 mm metal-on-metal head, 52 od cuff, and f extra large sleeve, 36 neck. Soon after surgery, I began experiencing pain and difficulty with my implant. Due to the persistent nature of the pain and discomfort, I underwent a revision of my right hip on (B)(6) 2009. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my right thigh and right hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: degenerative, right hip.